Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report. At this time, it is not known which device caused or contributed to this event. Other devices are: 49211010 rod to rod coupling hoffmann ii MRI 8/8mm, 49211030 inverted pin to rod coupling hoffmann ii MRI 4-5/8mm, 50185150 self-drilling half pin apex 5mm, 150 x 40mm, 50186180 self-drilling half pin apex 5mm, 180 x 50mm, 50288150 connecting rod hoffmann ii MRI 8x150mm, 50288400 connecting rod hoffmann ii MRI 8x400mm.

Event description:
It was reported that, "(B)(6) 2011 tuesday, a spanning knee external fixator was placed on patient. The frame consisted of 2, 5 x180 apex pins proximally in the femur, connected by an 8 x 200 carbon rod with 2 pin to bars and a 400 carbon rod connected to the 200 carbon rod with a bar to bar spanning the knee to the distal tibia with 2, 5 x 150 apex pins connected with an 8 x 150 carbon rod. The frame was placed on tuesday night; the rep was notified on (B)(6) 2011 that the patient's knee was dislocated. Revision surgery took place on (B)(6) 2011 to stabilize the frame."